Event description:
Same case as MFR# 2134265-2011-04747. It was reported that post a stenting treatment procedure the patient expired. An 8mm veriflex stent was implanted in the left main artery (lm) and a second 12mm veriflex stent was implanted in the left anterior descending artery (lad). It was noted that the patient was very weak but was sent to recovery and later expired. Additional information was requested and is not available.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).